Event description:
It was reported that abnormal signals were recorded on the right atrial (ra) electrogram (egm). Of note, the patient's (B)(6) dual-chamber pacemaker is being used as an atrial-pacing atrial-sensing inhibited-response rate-adaptive (aair) system with a plugged right ventricular (rv) port (no rv lead in place). Therefore, there are no events, but this is due to the fact that a dr pacemaker is being used as an aai. A (B)(6) rhythmcare support specialist reminded the health care professional (hcp) that failure to connect a functional rv lead is officially considered off-label use. It was also mentioned that this makes diagnosing an atrial lead defect difficult in the absence of atrial tachy response (atr) episode storage or ventricular tachycardia (vt) episodes. It is unclear if the abnormal signal on the ra egm is a potential loss of capture or atrial extrasystoles, and it is possible this signal is sometimes sensed by the pacemaker. Troubleshooting of this right atrial (ra) lead was advised. No adverse patient effects were reported. The system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).